Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The baxter technical service representative (tsr) had the registered nurse (rn) inspect the organizer and the hc had an unused supply line clamp open. They advised the use of new disposables and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.